Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient was brought to hospital after syncope event at home. Upon device interrogation, rv oversensing causing pacing inhibition was observed. Noise was reproducible in clinic. During in clinic testing, jump in impedance was noticed during manipulations. Device or lead issue was suspected. Device was explanted and replaced. Patient was fine and was discharged the following day.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.